Event description:
It was reported that intermittent occlusion alarms occurred. This issue caused the customer's blood glucose level to exceed normal limits, with readings reported as "high," but the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the insulin pump. The customer acknowledged the alarms, checked supplies, and resumed insulin delivery without third-party assistance.